Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set and that resulted in increased blood glucose levels. No further information available.